Manufacturer narrative:
Results of investigation: a carefusion third party service technician was unable to verify the customer's reported issue. Unit passed all testing and met all carefusion manufacturer specifications. The service technician replaced the lap top ventilator alarm sounder as a precaution.

Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. (B)(4) - at this time, carefusion has not received the device/component for evaluation.

Event description:
It was reported to carefusion that model lap top ventilator 900 did not alarm when the respiratory therapist disconnected the patient from the unit. The patient was placed on a back up ventilator as a precaution. The customer confirmed there was no patient harm associated with the reported incident.